Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: please explain in detail what was the issue with the device. (The stapler worked well with the first reload, with the second, it stapled with some malformed staples, for the third it didn't staple nor resect and made staple lock out). Did the device deliver any staples? If yes, were the staples formed properly? (Described above). If yes, was the staple line complete? (Described above). Did the device cut? If yes, was the cut line complete? (Described above). If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? (Nothing reported). Was there any difficulty opening the device? (Slightly). If yes, how was the device removed from the patient? If yes, did the jaws eventually open? (Yes). Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). (Nothing reported). What is the most current patient health status? (The patient is well). Please provide the return status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. (Shipping details will be shared with your side shortly). A manufacturing record evaluation was performed for the finished psee60a with lot/batch number x95v3z, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the item did not work which led to replacement during surgery. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 4/27/2023 d4: batch # 981a10 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with two ecr60w reloads present. The reload (b) was received fully fired. The reload (c) was received partially fired 1/16. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The override system was manually reset. The device was tested for functionality in the straight position with a returned reload (c) and achieved its complete firing sequence without any difficulties. The cut line was complete and the remaining staples meet the staple form release criteria. However, 5 staples were noted to be missing along the staple line, these staples do not create a fluid path. No conclusion could be reached on what may have caused the missing staples. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 981a10, and no non-conformances were identified.